Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, during an implantation procedure, the right ventricular lead pin was inserted all the way into the df-1 connector port but it was not possible to tighten the setscrew with the screwdriver. After several turns and attempts no ratchet noise was heard and when checking by pulling, the lead was loose. It was also tried to tighten the insulating plug df-1 without success. Finally the ICD was replaced by another and implanted properly. The subject ICD will be returned for analysis.